Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery test due to a33 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump alarmed with compromised force sensor system. It was reported that they put a new reservoir in the pump and when charging the piston it kept pushing, it didn't stop and the insulin got out quickly. It was reported that they tried with another reservoir and the same happened and received got the compromised force sensor system error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.